Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had an insulin flow blocked alarm. The customer¿s blood glucose level was 131 mg/dl. Troubleshooting was performed for insulin flow blocked alarm and noticed that the event was resolved by reservoir change. The product will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies none were found. Ran occlusion test as follows: reservoir filled with diluent and connected to a new infusion set, installed reservoir & connector into a paradigm pump. Performed a manual prime visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. (B)(4).